Manufacturer narrative:
No further information was provided. The patient remains ongoing with lvas support with the new system controller. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that a backup battery fault alarm became active on the morning of (B)(6) 2020. The patient exchanged the primary system controller with their backup system controller. The patient noted that the primary system controller battery cover had been getting hot in the 48 hours prior to the alarm. The battery in the primary system controller was exchanged at the clinic. The battery appeared to be seated correctly and nothing unusual was noted. No further information was provided.

Manufacturer narrative:
Section d10, h3: additional information. Manufacturer's investigation conclusions: the reported event of backup battery fault alarms was confirmed via the log file; however, the reported event of the system controller at the backup battery cover becoming hot was not confirmed. The log files spanned approximately 7 days (B)(6) 2020, to (B)(6) 2020, per the timestamp. A backup battery fault alarm was active on (B)(6) 2020, between 7:41:00 and 8:02:46 due to a load test failure. The alarm resolved after the controller was turned off on (B)(6) 2020, at 8:02:46. The alarm did not affect the controller¿s ability to operate the pump at the set speed. The recorded controller temperature was between 38c and 49c while the controller was being used by the patient. No other notable alarms active in the log file. The hmiii system controller, serial (B)(6), was functionally tested with the returned backup battery, serial (B)(6). The controller operated a mock circulatory loop for an extended period of time without any issue. The controller was then reconnected to a mock circulatory loop for an extended period of time and the maximum temperature did not exceed 26c which is within device specifications. The root cause of the reported events was not determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.